Event description:
Caller reported a malfunction on the pump, but no notable events occurred prior to this. There was no adverse impact to the customer's blood glucose level. Technical support provided assistance to reset the pump, and the malfunction code did not recur after the reset. Customer was informed to continue using the pump and to call back if the issue happens again, which the customer acknowledged.